Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during right hip glenoid lip repair surgery, the inner plug could not be locked with the bioraptor knotless suture anchor. A backup device was used in additional bone hole and no significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image found the device on the carton. The image quality is too poor to confirm the product identification information. The device does not have its stay suture, but the anchor is attached to the shaft of the device. A visual inspection found debris in the anchor body between the plug and the body. The complaint was confirmed. Factors that could have contributed to the reported event include improper preparation of the insertion site. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.